Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra link meter displayed an inaccurately high result compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately at 8:30 am on (B)(6) 2016 when he obtained an alleged inaccurately high blood glucose result of ¿511 mg/dl.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin pump therapy and reported taking 16 units of humulin insulin as a result of the alleged reading. The patient detailed that at 09:30 am he developed the symptoms of ¿shaky, sweaty, blurry vision and loss of consciousness. The patient reported that at 09:45am he was treated with a glucagon injection by a health care professional (hcp) from emergency medical services. The patient was admitted to hospital where he obtained results of 35 and 189mg/dl on the hospital meter at 11:00am. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test on the meter and test strips. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.